Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this patient received a shock for supraventricular tachycardia (svt) and the patient came in for a system evaluation. A review of the strip confirmed that due to how the device had been programmed the therapy delivery was normal function. During the evaluation, it was revealed that the device has reached elective replacement indicator (eri) four months ago. Today, the battery voltage is 2.24v and the charge time is 26.9 seconds. The caller does not know why this patient had not been scheduled for a device replacement. The device was explanted and replaced without further incident. No adverse patient effects were reported.